Event description:
Customer reported an error condition for differential vote-outs was obtained for the 5c control when using the coulter lh 750 hematology analyzer. There were also pc1 errors generated. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and determined the differential vote outs were attributed to worn tubing creating a hole in the differential preservative (stabilyse) pump (pm1) tubing causing pressure to be released during differential analysis on the lh750. The fse replaced the differential preservative pump tubing resolving the differential vote outs and pc1 errors. As preventative maintenance he also replaced the sample line from the differential shear valve to the differential mix chamber and the lines from the differential and reticulocyte mix chambers to the flow cell. Identification of failure modes: failure mode is related to worn differential stabliyse pump tubing. The instrument generated pc1 errors alerting the operator of in instrument problem. There were no erroneous test results associated with this event. The failure mode identified is likely to generate erroneous differential results due to improper stabilyse delivery to the mix chamber for analysis. Results may be flagged, un-flagged or non-numeric. (B)(4).